Event description:
It was reported that the customer is in the hospital, and is experiencing blood glucose levels greater than 500 mg/dl. It was reported that the customer was initially hospitalized due to back related issues. The caller was unable to confirm any of the insulin pump settings. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer stated that she would be calling back later to complete the troubleshooting once she had the tubing clamp and the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.